Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 09/23/2016 that on (B)(6) 2016, the receiver displayed an error message for low transmitter battery. No additional patient or event information is available. The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and it was observed that the transmitter has no voltage. The shared data log was reviewed and a low transmitter battery alert and a transmitter failure was confirmed. The reported event of low transmitter battery error message was confirmed. A root cause could not be determined.